Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the user may not have properly inserted the cage. The communication log indicated that the surgeon implanted the cage on its side and then rotated it 90 degrees to its final location. Attempting to rotate the cage 90 degrees may have resulted in additional forces acting on the cage which lead to its fracture. Conclusion: the likely cause of this event is that the user deviated from the instruction.

Event description:
It was reported that the surgeon was using twist to insert distractor for avs unilif cage. The surgeon inserted cage twisted it, unthreaded cage from inserter, and pulled out the inserter. When the inserter was pulled out, the poster half of the cage was in the inserter. Surgeon removed the remaining pieces of the cage from the disc space and inserted another cage which was the same size.

Event description:
It was reported that the surgeon was using twist to insert distractor for avs unilif cage. The surgeon inserted cage twisted it, unthreaded cage from inserter, and pulled out the inserter. When the inserter was pulled out, the poster half of the cage was in the inserter. Surgeon removed the remaining pieces of the cage from the disc space and inserted another cage which was the same size.